Event description:
The pt reported that following bilateral iol implantation, his vision was initially good but "seemed to diminish over time." A procedure was allegedly performed but no details were provided. This event pertains to the pt's left eye. Additional information has been requested. Reference MDR#2031924-2013-00068 for the intraocular lens implanted in the pt's right eye.

Manufacturer narrative:
The lens remains implanted and will therefore not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.